Event description:
Information received indicates the head section is rising after the CPR function is used.

Manufacturer narrative:
The technician replaced the sticking head up valve to repair the bed.